Manufacturer narrative:
The dispatched engineer from the local dräger s&s organization could confirm the reported failure to run the device in automatic ventilation modes and could trace it back to an error condition with the ventilator motor. The motor unit was replaced; the device passed all consecutive tests and could be returned to use. The motor was returned to the manufacturer and inspected in detail. It was found that the electrical contact between the motor collector and the carbon brushes wasn't stable during motor operation, the springs of one pair of carbon brushes were deteriorated which led to a reduced force by which the carbon brushes are pressed against the collector, intermittent contact losses are the consequence. This leads to speed fluctuations and may cause that the motor does not reach the intended position. The motor that drives the piston ventilator is a so-called step motor - the number of rotations define the piston hub which is a measure for the tidal volume the ventilator applies. If the aforementioned speed fluctuations exceed a certain threshold and the supervisor function of the software detects two consecutive instances of significant deviation between calculated/intended and measured motor position, the device shuts down automatic ventilation to protect the patient from potentially hazardous output. This is accompanied by a corresponding alarm. The user may continue patient support in manual ventilation mode with the built-in breathing bag; gas dosage and monitoring functionalities remain unaffected from the ventilator shutdown. Dräger finally concludes that the system responded as designed upon a deviation in one subsystem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device suddenly posted a vent fail alarm and shut down automatic ventilation. It was explicitly mentioned that the event did not lead to consequences for the patient.

Event description:
It was reported that the device suddenly posted a vent fail alarm and suht down automatic ventilation. It was explicitly mentioned that the event did not lead to consequences for the patient.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.